Event description:
Customer was hospitalized for dka. Prior to the event, the customer changed out the set, but this did not stabilize hbg. It was indicated that the customer did not speak with the md so the cause of the event is unk. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed testing. It was conveyed to the customer that the pump is operating as designed and does not need to be replaced.